Event description:
It was reported that the patient was receiving therapy for an arrhythmia which appeared to be ventricular tachycardia with retrograde. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.